Event description:
Information was received from a distributor regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was a lead failure. During the surgery, it was found that the middle guide wire of the lead could not be pulled out. The surgery was completed on the same day by replacing with a new lead. The issue was resolved at the time of the report. It was reported that surgical intervention did not occur nor was it planned. The patient was alive with no injury at the time of the report.

Manufacturer narrative:
G2. Foreign: china medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.